Event description:
It was reported that the patient was in the ER with their device toning due to the superior vena cava (svc) and right ventricular (rv) coils with high impedances. The physician performed defibrillation threshold testing and the physician thought this was a "spurious event". The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194 implantable pacing lead 2007-(B)(6), 4473 competitive implantable pacing lead 2001-(B)(6). (B)(4).

Event description:
It was further reported that the rv lead continued to have high impedance and a fracture was suspected. The lead was capped and rep laced. Also, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to high impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)